Event description:
On 7/19/95, pt was admitted for evacuation of hematoma, left reconstructed breast following a subcutaneous mastectomy approx 1 yr. Ago & a periprosthetic capsulotomy done approx. 36 hours prior to admission. The prosthetic implant was temporarily removed due to blood clots within the implant. The surgeon believes the valve on the implant is defective.